Event description:
A health care professional reported with the description, the lens got squished in the company cartridge and there was no patient contact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product ccwet3-t6 that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. On initial MDR the evaluation codes b21, c21, d16 was an error. It should have been b14, b17, c20, d15 on the original MDR. The manufacturer internal reference number is: (B)(4).